Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the parent observed discrepancies in the dexcom cgm readings. Attempts were made to calibrate the device; however, the cgm readings remained inaccurate and did not adjust appropriately. At the time of the event, the bg meter reading was 29 mg/dl, while the cgm displayed a glucose value of 110 mg/dl. The patient began to experience symptoms consistent with hypoglycemia, including weakness and drifting in and out of consciousness. In response, the parent administered glucose gel, consistent with prior guidance provided by the patient¿s endocrinologist for similar situations. No emergency medical services were contacted, and the patient was not taken to a medical facility for evaluation or treatment. At the time of reporting, the patient was reported to be feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.